Manufacturer narrative:
Complainant indicated that the stent remains implanted and the delivery device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. The manufacturing records for top assembly batch 8468593 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications.

Event description:
Tap: it was reported that 104 days after implantation of a 2.5x16mm taxus express2 drug eluting stent, an in-stent restenosis occurred. During the initial procedure, the target lesion was located in the 1st diagonal branch artery. A pre-intervention stenosis of 95% was reported. The lesion was pre-dilated with a 2.0x15mm maverick2 balloon and a "significant amount of recoil was noted." A 2.5x16mm taxus express2 stent was "placed across the diseased segment and inflated to 9 atm." A post-intervention residual stenosis of 0% with timi iii flow was reported. It was noted that "no additional post-dilatation was performed because the vessel was approximately 2.25mm in diameter and it was felt that it would be too risky" to inflate the vessel at higher pressures. The pt rec'd heparin and integrilin during the procedure. Stent placement was noted to be "successful." There were "no complications." The pt presented 104 days after the initial procedure with unstable angina pectoris, an abnormal stress test and a 99% in-stent restenosis in the 1st diagonal artery. The lesion was pre-dilated with a 2.0x20mm maverick ii balloon. A 2.5x23mm non-boston scientific stent was then "placed across the diseased segment and inflated to 11 atm. The lesion was post-dilated with a 2.25x12mm quantum maverick balloon. It was noted that "the initial 99% stenosis resolved and timi-0 flow improved to timi-3 flow. "Successful stent placement for in-stent restenosis to the diagonal branch of the left anterior descending artery" was noted.